Event description:
A healthcare professional reported that the probe speed decreased from 20,000 cuts per minute to below 5,000 cuts per minute and still failed to cut during vitrectomy surgery. The procedure was completed on same day after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).